Event description:
It was reported that the patient experienced an infection after a recent implant. The physician reported that the patient had not followed post-implant care instructions. It is the opinion of the physician that the event is not related to the sterility of the device or the implant procedure, but rather due to the failure of the patient to follow post surgery instructions. The device remains implanted and the patient is undergoing trituration. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.